Manufacturer narrative:
The explanted lead was not returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented for a device check four days post-implant. Interrogation revealed loss of capture on the rv lead. A procedure was performed and it was determined the lead had dislodged and relocated into the patient's left ventricle. No pericardial effusion was found. The lead was explanted and a new lead was implanted successfully. No additional adverse patient effects were reported. The explanted lead was not planned to be returned.